Manufacturer narrative:
(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The venturi was replaced to resolve the reported issue.

Event description:
The hospital reported that, suction is not working. There was no reported patient involvement.